Manufacturer narrative:
Technician reported the brakes were not holding on this unit, both rolling and swiveling. Repair not yet complete.

Event description:
Allegation received that the brakes were not holding on this unit, both rolling and swiveling. No injury reported.